Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the ultrasound probe surface was damaged on the gastrovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to correct d4. The UDI number has been updated to reflect the subject device model number and item code. Corrected field: d4 updated fields: b3, d8, h3, h4, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the reported suggested malfunction could not be established. Olympus will continue to monitor field performance for this device.